Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to get through the load process while attempting to load multiple cartridges. Troubleshooting with tandem technical support was performed. No alerts or alarms were present in the history. There was no reported impact to customer's blood glucose level.